Event description:
A peritoneal dialysis (pd) nurse reported the pt had peritonitis. The following is from the med records provided by the pt's med facility. The pt had a confirmed (B)(6). He was treated with intraperitoneal vancomycin, including a 2g loading dose and 1g every fourth day for three weeks.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related MDR: 2937457-2014-00241.